Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 02/2021. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post port placement in the left side of chest, the port was allegedly leaked while de-accessed the port. It was further reported that patient allegedly experienced burning sensation, pain and redness around the port site. However, no medication was prescribed for pain. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that approximately three years post port placement in the left side of chest, the port was allegedly leaked while de-accessed the port. It was further reported that patient allegedly experienced burning sensation, pain and redness around the port site. However, no medication was prescribed for pain. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue implantable port attached to a catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fluid leak and the identified fracture, wear and deformation issues, as a partial circumferential break was noted approximately 0.2cm from the distal end of the cath-lock. The surface of the partial circumferential break were noted to be granular and glossy. Upon infusion, a leak from the partial circumferential break was noted. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three years post port placement in the left side of chest, the port was allegedly leaked while de-accessed the port. It was further reported that patient allegedly experienced burning sensation, pain and redness around the port site. However, no medication was prescribed for pain. Reportedly, the port was removed and replaced. There was no reported patient injury.